Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 139 mg/dl at the time of the incident. The insulin pump had been exposed to fluid. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test,basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, faded screen anomaly due to blank display. No moisture damage on motor noted. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.